Event description:
During a lobectomy procedure, the device locked on pulmonary artery. The surgeon pried open the instrument and applied another instrument. The hosp has reported that no pt injury occurred.

Manufacturer narrative:
Analysis of the subject device revealed that the distal end of the "#2 latching rod" lifted and became disengaged from the support block. Intermittently, during approximation of the instrument, the latch cam advanced the rod slightly forward which resulted in binding of the rod between the cam bridge and the support block. This intermittent binding prevented the instrument from opening upon activation of the approximating button. As corrective action, process modifications were implemented to mechanically prevent the rod lifting and eliminate further occurrence of this condition.